Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting drug eluting treatment procedure, stent damage was noted. The physician opened the packaging for a taxus liberte paclitaxel-eluting coronary stent 3.00x28mm and it was noted the tip of the stent ("where there is about one inch of metal") was very rough. The device was not used. No pt complication were reported.